Event description:
Per raised with minimal info. The customer reported via our (B)(4) distributor, (B)(4), that the impaction plate broke off during surgery. Further details have been requested by (B)(4).

Manufacturer narrative:
Method ¿ review of device history, complaint history. Device history review determined all devices in the reported lot were accepted into finished goods with no discrepancies. The product experience reporting database was reviewed for similar reported events regarding fractured impaction plate. There have been no other events for the reported lot ID. When completed, the eval summary will be submitted in a supplemental report.